Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure of the leadless implantable pulse generator (ipg), the patient was found with effusion on angiogram; evident by contrast flowing into the cardiac shadow. Tamponade was cause by perforation. The patient¿s blood pressure dropped sharply a few minutes later. The implant procedure was abandoned. Drainage was performed. Bleeding did not cease at all, and percutaneous cardiopulmonary support (pcps) was used immediately. The patient underwent thoracotomy in the operating room. The implant procedure was completed after suturing the bleeding site. The patient¿s condition was stable one day post operation, and extubation was expected to be performed the following day. Another implant procedure was planned for a later date. No further patient complications have been reported as a result of this event.